Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The cert was reviewed for 01-7144 serial number ( B)(6) and there were no non-conformances were found. There are no indications of manufacturing defects. This complaint history for part 01-7144 serial number (B)(6) was reviewed and there is a complaint rate of 0.4% which is no greater than the occurrence listed in the application fmea. For this part (01-7144) and the previous one year (from the notification date) regarding the drill fracturing, there is a complaint rate of 0.26%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h4 device manufacturer date h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00303. Medical products: 1.5mm system twist drill with j notch 1.1 x 50mm, 7mm stop, part# 01-7144, lot# unk. 1.5mm system twist drill with j notch 1.1 x 50mm, 15mm stop, part# 01-7148, lot# unk. Distributor on behalf of facility. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported two drill bits fractured while drilling a hole in the bone. The broken drill tips were removed from the patient¿s body. No adverse events were reported as a result of the malfunction.